Manufacturer narrative:
One medfusion 4000 pump was returned for analysis in excellent condition. The event history log was reviewed with a primary audible alarm bgnd test and acu watchdog alarms found. The unit was powered up, infusion test and occlusion tests were run; unable to duplicate reported fault. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that an acu watchdog failure occurred to a smiths medical medfusion 4000 wireless syringe infusion pump. There were no reported adverse effects.